Event description:
The pt experienced pain at the ipg site. Impedances were within normal range. The device was explanted. It was noted that at some point while the device was implanted, diathermy was used to "change a lead". There was some question as to whether this was the cause of the pain. The pt's outcome was reported as "pt returned to pre-implant status."